Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia) and oversensing due to emi (electromagnetic interference)/noise. Evidence of emi oversensing confirmed during high rate non-sustained episodes on (B)(6) 2015 and atrial tachycardia/ atrial fibrillation episodes on (B)(6) 2015. Rv lead integrity alert warning occurred for increased short interval counts (sic) and 2 or more high rate non-sustained episodes less than 220 ms on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented to the emergency department after their device was toning. A lead integrity alert (lia) alert was triggered due to exposure to electromagnetic interference (emi). There was noise noted on both the atrial and ventricular channels. The patient was working around electrical equipment at the time of the noise. It was determined that the cause of the noise was emi on the implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.